Event description:
While using a second fast-fix 360 for repair of a full thickness tear of right medial meniscal, the surgeon experienced difficulty with the t2 implant. The implant appeared limp without enough rigidity to pierce the meniscus. Upon removing the device it was apparent that the shaft had snapped. The t1 implant was removed and the surgeon was satisfied with his initial vertical mattress stitch that was completed with the first device. No replacement was implant used.

Manufacturer narrative:
Visual inspection of the returned device indicated a massive zigzag severe bend to the distal portion of the needle. A functional test of the actuator could not be performed due to the condition of the returned device. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. The root cause of the device failure is user interference. No further investigation is required. (B)(4).